Event description:
It was reported that a ventilator shutdown while it was connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. The ventilator was investigated on-site by the hospital biomed before our field service engineer arrived at the site. The biomed discovered a loose panel cable after the event. This will result in a blank user interface screen whereas the user is not able to monitor the reading values on the screen. The blank screen may be interpreted by the user as a device shut-down. The cable was tightened and a few days later, during service, it was concluded that the loose cable was the cause for the reported problem. No parts were therefore replaced and the system was returned to service after safety and functional checks verification. If the panel cable becomes loose during ventilation, a high pitched audible alarm will be generated. The ventilation will continue with current parameters. Received device logs are consistent with the problem description and it can therefore be concluded that the loose panel cable caused the reported event.

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.